Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired across the stomach tissue and the cartridge fell out into the pt's stomach. They removed the cartridge through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.